Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump sound was lower than expected. There was no patient involvement, as device had not been sent to a customer.